Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while loading the harmony¿ delivery catheter system for a transcatheter heart valve procedure, the implanter's hand glove became stuck in the sheath lock knob of the delivery catheter system (dcs). As a result, unsheathing the valve for deployment was not possible. The valve had been inserted into the patient with the dcs, but was withdrawn from the patient's body. A new valve and dcs were used to complete the procedure. Upon inspection of the first dcs and valve, the sheath was cut to "check". Additionally, it appeared as if there was a tear in a leaflet of the first valve. No patient complications have been reported as a result of this event. Additional information was received indicating that the implanter's glove became stuck during the step where the sheath was being advanced to load the valve into the integrated sheath. At this point, the proximal end of the harmony valve - with suture loops - had already been loaded into the coil. While pushing the sheath, a portion of the glove covering the implanter¿s thumb got caught in the sheath locking knob. Upon noticing that a small portion of the glove was stuck in the locking knob, the proctor recommended cutting and removing the glove piece, as it appeared to be a minor obstruction. After this action, and following consensus among the proctor, the implanter, and the field clinical lead, the team decided to proceed with the procedure. According to the reporter, it is possible that a tiny, unseen remnant of the glove remained lodged in the locking knob, which may have impeded the delivery system's unsheathing mechanism and ultimately affected valve deployment inside the patient. Additionally, it was clarified that the tear/hole wa s in the valve fabric, not the leaflet. The hole was observed after the valve and dcs were withdrawn from the patient¿s body. It was noted that the damage occurred when the sheath was cut open with scissors to inspect the first dcs and valve.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while loading the harmony¿ delivery catheter system for a transcatheter heart valve procedure, the implanter's hand glove became stuck in the sheath lock knob of the delivery catheter system (dcs). As a result, unsheathing the valve for deployment was not possible. The valve had been inserted into the patient with the dcs but was withdrawn from the patient's body. A new valve and dcs were used to complete the procedure. Upon inspection of the first dcs and valve, the sheath was cut to "check". Additionally, it appeared as if there was a tear in a leaflet of the first valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (0012676200); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9. Device available for evaluation h6. Annex a, b, c, d product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the dcs was received without a valve loaded within the capsule; the capsule was partially opened. Upon visual inspection an open, longitudinal cut was observed to the capsule and a kink was evident at the proximal end of the guidewire lumen. The shaft could not be retracted; it appeared jammed at the proximal end of the proximal handle body. The hemostasis valve body did not rotate freely; it rotated the entire shaft. No other deformation was noted to the remainder of the device. The reported unable to deploy could be confirmed through analysis. The reported difficult to load could be confirmed through analysis. Corrected data: d. Suspect medical device: manufacturer name, address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while loading the harmony¿ delivery catheter system for a transcatheter heart valve procedure, the implanter's hand glove became stuck in the sheath lock knob of the delivery catheter system (dcs). As a result, unsheathing the valve for deployment was not possible. The valve had been inserted into the patient with the dcs, but was withdrawn from the patient's body. A new valve and dcs were used to complete the procedure. Upon inspection of the first dcs and valve, the sheath was cut to "check". Additionally, it appeared as if there was a tear in a leaflet of the first valve. No patient complications have been reported as a result of this event. Additional information was received indicating that the implanter's glove became stuck during the step where the sheath was being advanced to load the valve into the integrated sheath. At this point, the proximal end of the harmony valve - with suture loops - had already been loaded into the coil. While pushing the sheath, a portion of the glove covering the implanter¿s thumb got caught in the sheath locking knob. Upon noticing that a small portion of the glove was stuck in the locking knob, the proctor recommended cutting and removing the glove piece, as it appeared to be a minor obstruction. After this action, and following consensus among the proctor, the implanter, and the field clinical lead, the team decided to proceed with the procedure. According to the reporter, it is possible that a tiny, unseen remnant of the glove remained lodged in the locking knob, which may have impeded the delivery system's unsheathing mechanism and ultimately affected valve deployment inside the patient. Additionally, it was clarified that the tear/hole wa s in the valve fabric, not the leaflet. The hole was observed after the valve and dcs were withdrawn from the patient¿s body. It was noted that the damage occurred when the sheath was cut open with scissors to inspect the first dcs and valve.